Event description:
It was reported that during a percutaneous transluminal coronary angioplasy/stent procedure while attempting to cross a lesion that was not pre-dilated (contrary to instructions for use), the stent separated from the delivery system. A balloon catheter was used to successfully retrieve the stent. Reportedly no patient injury was associated with this event.